Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. External investigation observed indeterminate contamination on the top of the device. Pil powered on the device and verified the device provides airflow. Pil retrieved the device log and no errors were found. Internal investigation observed evidence of water ingress and dirt/dust contamination on the blower. Using the fit tool, pil confirmed evidence of foam degradation. Pil is unable to assess the symptoms specified in the complaint. Pil was unable to confirm the complaint that the device would not turn on. Pil could not confirm any unusual operational noise. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.